Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. [(B)(4)].

Event description:
"Literature article entitled, ¿impacted corticocancellous allografts and cement for femoral revision of total hip arthroplasty using lubinus and charnley prostheses¿ by gosta ullmark, md, et al, published by the journal of arthroplasty (2002), vol. 17, no. 3, pp. 325-334, was reviewed. The purpose of this article was to review the incidences of post-operative fracture and early subsidence in cemented revision thas from two manufacturers. The authors used implants manufactured by depuy and a competitor. The cement used in this study was a competitor product. Implanted depuy products: there were 20 charnley thas revised for infection or aseptic loosening. The cement used in these prostheses was a competitor product. During revision surgery, 30 charnley elite thas and 26 competitor thas were implanted. This complaint will capture the events associated with charnley thas where the cup and the stem were cemented with competitor cement. Results: index surgery results: 20 primary charnley cups, heads, and stems revised for infection or aseptic loosening of the cup or stem. The cup and stem were cemented with competitor cement. There is insufficient information to attribute the loosening to the cup or the stem. Revision surgery results: 1 postoperative pulmonary edema secondary to cardiac failure- treatment was unspecified. The patient made a full recovery. 1 postoperative dvt- treatment unspecified. 1 recurrent dislocation treated with closed reduction. 1 deep infection treated surgically to correct a loosened and cracked competitor cement mantle. This complaint will capture the infection and surgical intervention. There was no reported product problem with the charnley components, and the components were retained. 1 stem revision due to a crack in the competitor cement mantle. The crack was not attributed to the charnley prostheses therefore, this revision will not be captured in this complaint. 2 stems showed radiographic evidence of early migration on postoperative radiographs-treatment unspecified. It is unknown if the stems that showed early radiographic migration were involved in the above listed postoperative complications. 2 periprosthetic femoral fractures- treated with orif. Captured in this complaint: revision devices: charnley cup: implant dislocation. Femoral head: implant dislocation. Charnley femoral stem: implant migration. Patient harms: surgical intervention, cardiac failure, infection, dvt, joint dislocation, fracture. Primary devices: 20 charnley cups, heads, and stems: no reported product problem. Patient harms: infection, surgical intervention, medical device removal. "